Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump had a compromised force sensor system and motor error alarm. Customer's current blood glucose value was unknown. Customer stated her blood glucose have been running around 300 mg/dl to 400 mg/dl. Customer stated the insulin pump kept reading motor error and when she went to redo everything, she was getting compromised force sensor system alarm. Customer reported she did not dropped the insulin pump prior. Customer reported she has had surgeries and was on steroids so her blood glucose values were running higher. Customer reported the drive support cap appears normal. The devices will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm.